Event description:
Event description: revision of competitor knee to attune revision. Significant wear and scalloping resulting in significant metal debris within the joint. Majority removed but some remaining which may predispose attune revision to earlier wear. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).